Event description:
Caller reported that the pump malfunctioned. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller understood and acknowledged.